Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported frequent loss of communication. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884 and mmt-7040a. Troubleshooting was declined and it was unknown whether the pump was communicating with transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge, 2 hours after removing unit from charger led flashed properly. Unit communicated and sync properly during rf/ble/downgrade/association, however, unit failed with a failure at the accuracy test. In conclusion, unable to perform the accuracy test due to unit not communicating with the accuracy tester. The customer complaint of communication anomaly was not confirmed. However, the unit failed accuracy test is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.